Event description:
It was reported the patient's blood glucose level rose to 22.2 mmol/l (399 mg/dl) while wearing the pod between 24 and 36 hours. The pod reportedly fell off the infusion site as the adhesive failed to adhere on the abdomen, causing the cannula to dislodge. As treatment, a new pod was placed. The pod has been discarded.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.